Event description:
Reviewed surgeons (B)(6) report, reviewed patient x-rays and noted an im nail broken at a distal interlocking slot and what appeared to be a non-union which had shifted possibly under pressure. No indication of product defect.